Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion l3-l4 and l5-s1 using an interbody device and rh bmp-2/acs at l3-4 and l5-s1 to address chronic lower back pain. At an unknown time post-operatively, the patient developed uncontrolled bone growth onto or around the spinal cord or the spinal nerves. Allegedly, the spinal nerves were compressed by ectopic/exuber ant bone growth causing extreme and debilitating pain in the legs and back.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: l3-4, l5-s1 degenerative disk disease. L3-4 and l5-s1 stenosis. Lumbar radiculopathy. Intractable back and lower extremity pain. Procedure: left sided transforaminal lumbar interbody fusion l3-4 and l5-s1. Placement of interbody device at l3-4 and l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l3, l4, l5 and s1. That is with rods connecting l3-4 and l5-s1 bilaterally. Posterior spinal fusion l3-4 and l5-s1 perop: local autologous bone was packed anteriorly in the disk space along with a pledget of bmp. The 12 x 32 mm device itself was inserted which had been filled with bmp along with some more local bone autograft. The bmp was used in the interbody space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.